Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. A device history record review could not be performed because no lot number was provided. The returned sample was evaluated and the two-port connector was found detached from the tubing. No cracks or breaks were identified in the tubing or connector. Microscopic examination identified adhesive residue and etching on the proximal tubing end. Root cause could not be determined. All information reasonably known as of 28 may 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
The customer reported ¿leak through tube close to y-connector, then connector came off.¿ the device was replaced with a new tube. No patient injury or medical intervention was reported.